Event description:
It was reported that the 9800 system had white dots on the live fluoro image during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service.